Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/03/2017 with the following findings: during investigation, the black box showed evidence of a sudden drop in vp battery voltage resulting in a 128 replace battery alarm on the date of the complaint, the pump powered on with the returned battery cap. The battery cap was bale to fully tighten. The battery compartment was intact and there was no evidence of contamination inside the battery compartment. The current draws were within specification. A leak test passed. The pump case was removed and there was no evidence of additional moisture inside the pump. There was no evidence of excessive pump temperature duplicated during investigation. Unrelated to the original complaint, there was moisture contamination found on the underside do the battery cap ground spring. (B)(4).